Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 131 mg/dl. A replacement transmitter was sent to the customer to resolve the issue.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The customer's blood glucose level was 131 mg/dl. A replacement transmitter was sent to the customer to resolve the issue.